Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 941c98. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with no reload present, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 941c98, and no non-conformances were identified.

Event description:
It was reported that during a biliary bypass, the surgeon, after positioning the stapler, operated the stapler, but there was no advance of the blade or stitching. The stapler didn't fire. There was no delay in the procedure and no patient consequences were reported.